Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the incoming test. The epg did not boot up due to a disconnected internal battery cable. The upper case was broken. A knob and plugs were missing. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The epg was returned into service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.